Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter continued to display the memory when trying to perform a blood glucose test. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began about 3 months ago prior to contacting lfs. The customer care advocate (cca) was advised the patient manages her diabetes with humulin 70/30 insulin. It is not known what action the patient took at the time of the alleged issue. At an unspecified time prior to the start of the alleged issue, the patient felt a headache, dizzy, nausea and had an ulcer. In the past several months, the patient stated she visited various specialists including her "foot doctor," ophthalmologist and "kidney doctor." For reasons unknown, the patient stated she received treatment of "food/ drink, glucose test, insulin, various other tests, blood sugar tests." At the time of troubleshooting, the cca educated the customer on the correct testing procedure and walked through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.